Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, smoker, preceding/simultaneous bone augmentation, mobility ((B)(6) and (B)(6) are same patient).